Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes' stoppers had separated from their plungers. The following information was provided by the initial reporter, translated from japanese: "based on the additional information from the sales rep., the event description given based on the initial report was found to be incorrect. The correct event description is as follows: the stopper was separated from the plunger rod."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary. Customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the stopper was separated from the plunger rod. The returned syringe was tested and was able to draw and expel properly without any observed defects. Unable to perform DHR check for stopper separates due to unknown lot number. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is not confirmed.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes' stoppers had separated from their plungers. The following information was provided by the initial reporter, translated from japanese: "based on the additional information from the sales rep., the event description given based on the initial report was found to be incorrect. The correct event description is as follows: the stopper was separated from the plunger rod."